Event description:
Pt was prepped for an abdominal aortogram with peripheral run-off using a micropuncture set. There was some difficulty encountered in passing the .18 mandril guide wire into the vessel. The wire and needle were subsequently removed when access could not be achieved. However, a fragment of the guide wire was not removed and multiple oblique views were obtained showing the tiny metallic fragment to be anterior to the right common femoral artery.